Event description:
On (B)(6), 2011 a doctor reported that a patient lost a sybronpro tl implant approximately six (6) months after placement due to complications that resulted from the mini sinus lift performed at the time of placement.